Event description:
It was reported that, "chronic pain. No sign of infection. Implants were well fixed. No sign of inflammation. Implants were well positioned."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (x-rays, medical records, operative notes) were requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-702, lot # sm11ms description: triathlon-cr femoral component cemented #7 right, cat # 5520-b-700, lot # sl86r description: triathlon-prim tib baseplate cemented #7, cat # 5530-g-709 lot # lbl589 description: triathlon cr x3 tibial insert. It cannot be determined which, if any of these devices may have caused of contributed to the pt's chronic pain.